Event description:
Baxter product surveillance received notification of an event from the international affiliate on 12/21/2006. This case refers to a patient who complained about a leak on the extended life transfer set (lot#h06f27) despite a closed twist clamp after about 3 weeks of use on four months earlier. About 3 weeks later on the following month, another extended life transfer set (lot# h041l3096) showed the same leakage for this patient during use. In neither of the events there were any medical consequences reported. No antibiotics were administered. New information received on 01/02/2007 from nurse: in all three cases transfer set showed the same leakage. Lot h4a13096 was in use for three months in 2006.; lot h04a13056 for approx six months in 2006, and lot h06f27 ( full batch number is unknown) for five weeks during that same year all leakages were on the twist-on connecting devices. All events occurred in the apartment of the patient, but the damages were also seen and traceable in the capd ambulance. When the damaged twist-on connecting devices were hold against light, they shown a small outlet while they were closed.

Manufacturer narrative:
Baxter product surveillance department is pursuing additional information regarding this incident. A follow-up report will be submitted when the evaluation has been completed and/or additional information is received. Initial action taken was the damaged catheter elongations were removed. New catheter elongations were sterilized and connected.